Event description:
Device was being used and the basket portion malfunctioned. A piece broke off. The other part remained inside the vessel. A stent was placed in the right superficial femoral artery to trap the remaining piece in place.